Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the lead which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient reports he has been experiencing auto-reducing, intermittent stimulation and then loss of all stimulation for the past year. The sjm representative met with the patient and lead diagnostics revealed multiple high impedances and reprogramming was unable to resolve the issue. Follow up information identified the patient was sent for x-rays and surgical intervention may be pending to address this issue. The exact date of event is unknown.